Event description:
Spouse reported that with their 2nd use of flowstop cassette, pump goes through self-test, then stays on the stopped screen and continuously beeps. He stated when happened with 1st cassette, he discarded and thought it was a fluke. He reported that when he puts upward pressure on the bottom of the cassette to push cassette and pump more tightly together, the beeping stops. When he releases said pressure, the beeping resumes. Said no issues with the side screws or the old cassette on this pump.